Event description:
It was reported that during a surgical procedure conducted at the user facility a seam was torn in the top of the hood. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.